Manufacturer narrative:
Per the instructions for use, valve regurgitation (pvl and central) are potential adverse events associated with bioprosthetic heart valves and the tavr procedure. Central regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the cause of the worsening regurgitation cannot be confirmed but may be related to progression of disease. It was reported that the patient¿s ncc leaflet was retracted. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, approximately 3 years and 5 months post transfemoral tavr procedure in the aortic position, the patient's tee showed severe transvalvular aortic insufficiency and mild paravalvular leak (plv) and the non-coronary cusp leaflet appeared retracted. Two days later the patient underwent transfemoral valve-in-valve (26mm (B)(4) 3 thv in 26mm (B)(4)) procedure. The second valve was deployed as desired in a 70:30 aortic/ventricular position. Echo showed ai was reduced to trace. There were no procedural complications. The patient was stable post procedure. The severe transvalvular aortic insufficiency and mild paravalvular leak were attributed to the patient's retracted ncc leaflet.